Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2017 that a low spo2 saturation did not alarm at the bedside monitor. No injury was reported as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. Findings show that a sequence of medium and high priority spo2 alarms generated by the device when the measured spo2 reading dropped below the alarm limits. The central monitor¿s alarm watch was configured so that it would not rotate through active alarms, consequently the alarm watch window may not have been active when the bedside alarm was first heard. There is no device malfunction and the device performed to specifications. The investigation is considered complete, and the issue closed.